Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer first received a low reservoir alert and then she was able to clear the motor error alarm. Customer ran a self test and it came up as complete. Customer's blood glucose was 130 mg/dl. Customer does not use the sensor feature on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No low reservoir alarm was noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, and displacement test. The insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.